Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file review and testing of the returned system controller (B)(6). The system controller (serial number: (B)(6) underwent preliminary and was connected to a mock loop, patient cable, system monitor, and power module. Of note during this time a driveline power fault alarm activated which was associated with a compromised fuse b. Despite the observed alarm the controller was able to start and support the mock circulatory loop for a duration. The log file was downloaded from the controller for review. The system controller was disassembled to inspect the inner components. Extensive evidence of fluid ingress was observed throughout the inner components including the main print circuit board assembly (pcba), controller power cables, and throughout the controller's housing. The observed fluid ingress is consistent with the damaged fuse and the reported/observed driveline power fault alarm. Due to the extent of the fluid ingress no further troubleshooting was performed. The controller event log files revealed combined data spanning 05dec2025 - 12dec2025. Controller internal fault and driveline power faults activate on (B)(6) 2025. The driveline power fault alarms remain active until the driveline was disconnected on (B)(6) 2025, 16:40:22 consistent with the reported controller exchange. The alarms were associated with pwr_b_broken and ocp_b_open consistent with product testing findings of the damaged fuse. No other notable events were observed and the pump functioned within expected ranges despite the alarms. Provided information indicated that the controller and modular cable were exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The observed fluid ingress would have contributed to the reported event of driveline power faults. The root cause for the reported event was determined to be, in part, fluid ingress; however, a root cause for the observed fluid ingress could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook (rev. A) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having a driveline power fault. Log files were submitted which captured a driveline power fault on (B)(6) 2025 at 7:50:47. The event was associated with (f3) ocp_b_open controller fault flag indicating that a fuse in the system controller was open. Motor function was not affected by this event. It was recommended that they replace the modular cable and system controller and continue to monitor for unusual events. The patient's modular cable and system controller were exchanged on (B)(6) 2025. Single power disconnects were done repeatedly to create events in the new log file. Additional log files were submitted for review which captured the patient connecting to the controller on (B)(6) 2025, and intermittent power cable disconnects all associated with the white lead on battery power. It was recommended to inspect the battery clips and batteries for integrity and the cleanliness of their contacts. There appeared to be signs of moisture ingress on driveline connector side of the modular cable.